Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the atrial lead had high pacing lead impedance above 2000 ohms and a mode switch episode due to electromagnetic interference. No programming changes were completed. There were no patient consequences.

Event description:
Related manufacturer reference number: 2017865-2021-15114 new information received indicated the patient presented for a revision procedure where it was observed the atrial lead was not fully inserted into the header. The implantable cardioverter defibrillator had a defective header that was unable to fully accept the lead. The device was explanted and replaced. The patient was stable.

Event description:
Additional information received indicated the atrial lead also had low pacing impedance due to the header fixation issue.